Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation, capsular contracture baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side deflation. Healthcare professional reported a left capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified: wear abrasion, crease fold, yellow particles in the fill channel and two openings curved. Leak test and microscopic analysis was performed which identified: one opening striated on the radius and one opening crease sharp on the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool. One crease sharp opening due to fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Additionally, healthcare professional reported and confirmed capsular contracture, baker grade iii.